Manufacturer narrative:
Age at time of event: (B)(6) or older. (B)(4). Device evaluated by manufacturer: the device was returned for analysis. The unit returned has a kink in the sheath and a lap joint damage, as part of overall visual revision. A kink was observed in the sheath assembly from femoral marker to the proximal end. A damage (hole) was observed in the lap joint. Impedance testing shows an electrical open at proximal wave form. Water leaked from the damaged lap joint during flushing the catheter. During image characterization testing, no image appeared in the ilab system. In order to inspect for imaging core (ic) windup at the proximal end of the catheter, the hub rotator retainer clip was removed. The rotator and imaging core assembly was pulled out from hub. It was found that the imaging core was detached from the connector shaft. Ic windup was found within the detached portion. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2016. It was reported that the image was lost. An opticross¿ imaging catheter was selected for use. During the procedure, the device had no problem during preparation, however, image was lost at first pullback. The device was replaced with another of the same device but no image was observed during preparation. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition was good. However, device analysis revealed a hole in the lap joint section of the catheter.